Manufacturer narrative:
The autopulse board (s/n (B)(4)) involved in the event was returned to zoll medical corporation on (B)(4) 2012 and was analyzed. Visual inspection of the autopulse revealed a damaged encoder cover. The encoder cover was replaced. Reported problem was not confirmed. The board was ran for 15 minutes with a test manikin with no faults found. The archive file shows low voltage batteries were used during compression. No batteries were returned for evaluation. Probable cause of failure could be due to using low voltage batteries. The board passed final test. No adverse event was reported.

Event description:
Customer reported that during a shift check, this unit was found to compress 2 times and then displayed "low battery". Customer was able to replicated this problem with 3 batteries.